Manufacturer narrative:
Product analysis : analysis unable to confirm customer complaint. Printer functionality intermittently failing. Inspected printer drawer gear and printer gear, results ok. Reconfigured hard drive and reloaded and updated software as a preventative. Missing hinge plate hardware. Added missing screw and torqued all hinge plate hardware. Replaced nylon link electronic module (lem) support standoff and screw. Re-seated lem to micro processor unit (mpu). Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was unable to use the stylus during threshold testing, and a beeping sound had emitted. The programmer was returned for service. No patient complications have been reported as a result of this event.